Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis. Visual inspection identified that the pump had damaged lens. Review of device history log identified one high alarm. Functional testing included sensor testing. Functional testing identified no sensor error or false downstream occlusion. But the seal was found to be slightly bubbled. The downstream sensor was working as expected. The customer stated issue was not confirmed and could not be duplicated. Problem source was not identified.

Event description:
Information was received indicating that smiths medical cadd solis vip pump exhibited downstream occlusion. There was no patient involvement in the reported event.